Event description:
A malfunction alarm was reported with a specific code that indicated an issue, but it was resettable. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided guidance on resetting the pump, the malfunction did not recur once the pump was reset, and the customer was able to continue using the pump with instructions to call back if the issue happened again.